Event description:
It was reported that after placing a new freestyle libre 3 plus sensor, the user did not see glucose readings on the ilet pump because the sensor had not been scanned with the ilet mobile app to initiate pairing and warmup. The pump displayed dosing stopped, and the user entered a fingerstick blood glucose of 320 mg/dl after education on bg run mode. Symptoms included hyperglycemia peaking at 320 mg/dl. Outcomes included temporary suspension of automated dosing and operation in bg run until sensor warmup completed. Investigation included phone-based troubleshooting and user education on correct sensor scanning with the ilet app, confirmation of warmup countdown initiation, and guided entry of a confirmatory fingerstick value. Investigation of this case revealed user setup error leading to sensor not starting and absent continuous glucose monitor (cgm) data on the pump, with device function restored after proper scanning and warmup initiation; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following device use instructions.